Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and high threshold measurements. No asystole was observed as the patient is not pacemaker dependent. A drop in sensing and a gradual rise in pacing impedance measurements from 900 to 1400 ohms were also observed. The patient was seen at a later date and an out of range pacing impedance measurement of 2067 ohms was exhibited. At this time, no intervention has been performed and the patient will continue to be monitored. The rv lead remains implanted and in service and no adverse patient effects were reported.